Event description:
It was reported that the customer is having difficulties reading the screen due to dark tint. Customer stated the insulin pump has a dark screen and unable to read display correctly. Customer also reported a lost sensor, which troubleshooting was performed. The blood glucose reading was 158mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.